Event description:
It was reported the patient with presented for follow up with extracardiac simulation. Upon interrogation, it was observed the atrial lead exhibited over-sensed noise that resulted in inappropriate automatic mode switch. The lead was capped and replaced at (B)(6) 2021. Patient was stable.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported the patient with extracardiac simulation presented in clinic. Upon interrogation, it was observed the atrial lead was myopotential oversensing and switched into the ams mode. The lead was capped and replaced at (B)(6) 2021. Patient was stable.